Event description:
The customer reported to customer service that the transformer housing for her breast pump has a crack in it. She indicated that she has never dropped it and leaves it plugged into the wall at all times. An injury was not reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she indicated that she did not notice any cracking in the transformer housing when she plugged it in, but when she went to unplug it, noticed it was cracked and falling apart. She does not know how the crack occurred. A breach in the transformer housing is a safety risk. Eval summary, for details of the analysis/eval performed on the power supply. In summary, the product eval confirmed the customer's report that the transformer housing was broken apart. The damage to the housing is typical of abuse (like dropping it or hitting it with a hard object). The original design testing involved dropping the unit from a 1.0 m height per (B)(4) 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on (B)(4) 2011. Complaints against this product are currently being investigated and will continued to be monitored for similar issues. A visual examination of the power supply revealed a split in the transformer housing. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 13.9 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured as open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured at 54.3 ohms, which is normal and indicates that the thermal fuse did not blow.